Event description:
The complaint reported that a pt had a prima zi abutment placed at (B)(6) on (B)(6) 2010. The abutment was reported to have fractured (B)(6) 2010. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The fractured abutment was returned with a crown attached, abutment screw, and a 1 mm portion of the abutment base. The abutment fractured horizontally in two separate locations, one of the horizontal fractures occurred 1 mm above the base, the second occurred approx 0.5 mm above the internal lobe connection. The internal lobe connection of the abutment was not returned. Fractures of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30 ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. This product is supplied by keystone dental as a non-sterile device, consequently, there is no exp date noted. (B)(4).